Event description:
It was reported that pump displayed alarm 20 during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through proper cartridge loading steps, successfully loaded new cartridge, and resumed insulin therapy, while original cartridge lot information was unavailable.